Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering. Customer experienced high blood glucose of 131 mg/dl and treated with manual injection. It was reported that the insulin pump was not giving enough insulin to patient and blood glucose was elevated. The customer alleged that the insulin pump was under delivering due to manual injection improved blood glucose compared to the pump delivery. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.